Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Company representative reported on behalf of the health professional "when the 95% prediction interval was calculated, all cases of damage were below the lower limit of the 95% prediction interval and were significantly different. [Consideration] if the sbi is damaged, the gel will leak and the ctv will become smaller. In future allergan cases, damage is suspected if the calculated ctv is below the lower limit of our 95% prediction interval.